Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fiber smoking at the connector end can be attributed to the fiber having been severed at the ceramic ferrule interface inside the connector. This is most likely due to a hard hit of the connector over a solid surface. The root cause of the severed fiber is from a significant force being applied to the connector end of the surgical fiber. It's unknown if that force was experienced after transmission testing, during repackaging, or at the user site cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (laser fiber ) was received and evaluated at service business center (sbc) olympus . Device evaluation found the connector end of the fiber has been separated from the fiber body at the strain relief point. There is burning along the broken end of the fiber body about 1/2 of an inch along the length of the fiber. There is no burning, charring or other signs of damage on the connector handle. The distal tip is intact. The device is being shipped to the original equipment manufacturer (OEM) for further analysis/evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative (rep.) Reported during a therapeutic ureteroscopy procedure, the laser fiber was found smoking where it connected to the machine (superpulsed laser system; model tfl-pls, serial no. (B)(4)). The laser fiber was replaced, a second laser fiber was used to complete the procedure. The intended procedure was completed with no impact or harm to the patient. No user injury reported. This event includes two reports : report with patient identifier (B)(6) (laser fiber tfl-fbx200s; lot kr226917). Report with patient identifier (B)(6) (superpulsed laser system model tfl-pls, sn: (B)(4)). This report is for report with patient identifier (B)(6) (laser fiber tfl-fbx200s; lot kr226917).